Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged battery malfunction was verified. Functional testing was performed and no failure was identified related to the reported blood glucose issue. Customer's blood glucose value was incorrectly reported as 55 (mg/dl). Correct blood glucose value reported was 57 (mg/dl).

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following for the blood glucose (bg) event: low bg levels were confirmed. User made bolus requests without entering current bg level while overriding bolus size and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels while overriding bolus size and still having insulin on board could lead to a low bg event. User may need to adjust basal rate setting to compensate for activities. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump battery depleted from 100% to 33% within 14 hours. In addition, the customer¿s blood glucose (bg) level was 55 (mg/dl). The customer stated the cause of the low bg level was unknown, however, the customer did not believe it was due to the pump. Glucose was consumed to address bg level. A recommendation was made for the customer to discuss low bg levels with a healthcare provider. Reportedly the customer would continue to use the pump for insulin therapy.